Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that the battery compartment was cracked. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 09/09/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/15/2015 with the following findings: a review of the pump history and black box data revealed no evidence of a power issue. The battery compartment was observed to be cracked in the areas above and below the grip pad: the reported battery compartment damage was confirmed. The threads of the returned battery cap were found to be stripped. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU); this device failure caused the reported power issue. The pump was unable to maintain power with the returned battery cap installed: the reported power issue was duplicated. A test battery cap was used for the remainder of the analysis. The pump was exercised for 24 hours, during which no power related events were observed. The pump case was removed, and no evidence of internal damage or defect was found. (B)(4).